Manufacturer narrative:
The device manufacture date and lot number is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that a patient presented approximately six (6) weeks after a bilateral implant procedure with an abscess along the left lateral nasal wall coincident with the forks of the latera absorbable nasal implant. No problems were reported on either side of the nose during the two-week post implantation follow-up visit or on the right side of the nose at six (6) weeks post implantation. The physician incised and drained the abscess and packed the wound, with the implant in situ. When the physician removed the packing the implant forks came out with the packing material. At approximately eight (8) weeks post implantation the patient returned for follow up with some swelling. The physician removed the remainder of the implant, which had migrated superiorly.